Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level as it did not exceed critical levels. Since the customer was not at home, he needed to follow up with technical support once he had access to a charging cable and wall adapter to perform a pump reset. Technical support provided pump reset information, and the issue did not occur within 24 hours of interaction, without further confirmation of recurrence after reset.